Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was "digitized" and difficult to see. In addition, it was reported that a cartridge alarm occurred (alarm 30). The customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 106 mg/dl.